Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer was able to clear the alarm but was not able to rewind the insulin pump. The customer stated that the insulin pump had a calibration not accepted and a change sensor alert alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, and occlusion test. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Device calibrated with sensor and test plug. No calibration anomaly noted. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed, however device was received with corroded motor home switch.